Event description:
It was reported that the implant at tooth site #10 was removed. Bone density was type 4, however, threading the implant destroyed the implant site. The buccal wall collapsed and the implant could not engage at all. Extensive grafting was required to undo damage caused from placement attempt. No other implant could be placed, as the implant site disintegrated while placement was attempted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. D4: lot number unknown/not provided. G4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: lot number, unique device identifier (UDI) number and expiration date were updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was attached to its bundle mount; however, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported event. Markings, are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is customer error (improper techniques used in poor bone quality). Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Additional information was received with the lot number of the reported item.